Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side "hardened, hot, painful and liquid. Capsular contracture grade IV, left side mastalgia, simple cystic images, peri-prosthetic liquid collection, located mainly towards the lower quadrants, the liquid interposes between the folds, seroma of 100cc is found with integral prosthesis adhering to capsule and double capsule." The device has been explanted.